Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer stated via social media that brushhead broke off in mouth. No injury was reported.